Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the wired footswitch. The customer reported that the wireless footswitch did not connect intermittently. A philips remote service engineer (rse) examined the system remotely and found the wireless footswitch was working normally while speaking with the customer about the problem. As the issue was intermittent, the rse decided the wireless footswitch (wfs) and wfs base station should be replaced, and a quotation was offered to the customer. However, the quotation was refused by the customer, no part replacement was completed by philips. The customer is choosing to use the wired footswitch for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the occurrence of a malfunction that could have cause death or serious injury in case of recurrence. Since that time, new information has been received that has led to a re-evaluation. The procedure could be continued as planned by using the wired footswitch. A defect in the wireless footswitch causing the procedure discontinuation where a wired footswitch was used for the continuation of the procedure is unlikely to result in a death or serious injury. Therefore, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch lost connection with the system. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.